Event description:
It was reported the outer sheath of this accustick introducer system fractured and detached from its hub and remained in the pt during attempted access for a left adrenal gland cyst drainage procedure. Percutaneous attempts to retrieve the outer sheath resulted in additional fracturing of the device. Only a portion of the fragments were retrieved. The remaining fragments remain in the pt and will not be retrieved. The pt remains asymptomatic and will be monitored every three months. This device has been retained by the user facility. Therefore, no failure analysis is available. It was indicated this device expired 12/1998 which co believes contributed to this event and do not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event.